Event description:
The hosp reported that during the saphenous vein harvesting procedure, the image on the endoscope was foggy. The hosp did not provide any additional info. No pt complications were reported by the hosp.